Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event (angulation knob not moving). However, testing showed the device knob showed straining during down, left and right movement. Based on the results of the investigation, a definitive root cause cannot be determined. It was determined possible the tension increased on the angulation wire, and in turn, the tension increased on the angulation control knob. The event can be detected by following the instructions for use in the following section: "3.2 inspection of the endoscope". Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope¿s wheel stopped in the middle of an unspecified procedure. There was a bit of delay, but no time frame was specified. The procedure was completed using a similar device. There were no reports of patient harm.